Manufacturer narrative:
Block h6: device code 1069 captures the reportable issue of tripwire broken. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the ligator head was not returned with the device. It was noted that the trip wire was broken, broken end was inspected under magnification and it was observed evidence of compressive force over the wire. No visible issue was noted with the handle assembly. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was prepped and inserted onto the scope. Upon attempt to tightened in the device, the trip wire broke off of the handle unit. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The device was not returned.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was prepped and inserted onto the scope. Upon attempt to tighten the device, the trip wire broke off of the handle unit. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.